Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx drug eluting stent to treat a lesion located in the left main (lm) coronary artery. It was reported that the balloon in which the stent was mounted burst and caused the stent to dislodge in the leftmain artery. It was stated that the physician inflated coronary balloons several times and an additional stent was implanted to optimize coverage of the lesion the patient is alive with no further injury reported.

Manufacturer narrative:
Additional information: during a procedure an attempt was made to use a resolute onyx rx drug eluting stent to treat a lesion located in the left main (lm) coronary artery obtaining ostial calcific stenosis. The ostial lesion of the right coronary artery was also being treated. The lesion was predilated with and nc euphora 30x15mm with no issues. The device was delivered without issues. It was indicated that no resistance was felt. The burst occurred at the beginning of the inflation at a very low atms and consequently the stent remained closed. Three semi compliant balloons were attempted to be used to inflate it. A 1.5mm balloon was inflated, a 2.5mm balloon inflated and burst and a 4mm balloon was inflated. At this point it was noticed that an 'unusual foreshortening' of the stent was evident. The stent was post dilated using a 4x12mmnc euphora balloon. The marker bands on this balloon were used to compare the stent's length and an evident foreshortening was identified. A non medtronic stent was attempted to be delivered, however the balloon burst and the stent was removed with difficulty an additional non medtronic stent was implanted to optimize coverage of the lesion in the lma and complete the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: during a procedure an attempt was made to use a resolute onyx rx drug eluting stent to treat a non tortuous lesion located at the ostium of the left main (lm) coronary artery exhibiting 80% ostial calcific stenosis. The device was inspected before use with no issues noted. The lesion was predilated with and nc euphora 30x15mm with no issues. The device was delivered without issues. No resistance was noted during delivery of the device and excessive force was not used. The device was not kinked and re-straightened during use. The device was not moved or repositioned in the lesion while inflated. It was reported that the balloon in which the stent was mounted burst and caused the stent to dislodge in the left main artery. The burst occurred at the beginning of the first inflation at a very low atms and consequently the stent remained closed. The issue occurred below 8 atm as the stent did not open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: images show severe calcification and stenosis in the ostium of the left main coronary artery. Predilation and device delivery appear to be carried out without issue. Dislodgement of the stent appears to have occurred while attempting to deploy stent. Sc balloons are observed attempting to deploy the resolute onyx. A balloon appears to be inserted to compare length of the stent to the marker bands before attempted delivery of a second stent is seen. A final stent is successfully deployed to the lesion. Images of balloon bursts are not included in the images provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. The balloon was inflated to 12atm and maintained pressure. No burst was identified on the balloon. The inner lumen patency was verified with a 0.015 inch mandrel. No damage was noted to the remainder of the delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.